Manufacturer narrative:
This device is being evaluated in our (B)(6). This report will be updated when evaluation is complete. (B)(4) was utilized due to the surgery that occurred.

Event description:
It was reported that the system exhibited noise on the atrial channel and low impedance measurements on the right ventricular channel. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed investigation of this product. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.